Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by cloudy effluent, abdominal pain and vomiting. The cause of the peritonitis was unknown. The pt was not hospitalized for the event. On the same day as the onset of peritonitis, the pt began treatment with vancomycin ip (2 grams, every 4 days), ceftazidime ip (1 gram/day) ip) and fluconazole (50mg/day) orally for peritonitis. The same day, the pt was retrained on proper aseptic technique. Treatment with antibiotics was ongoing. At the time of this report, the pt was recovering from the peritonitis event and pd therapy was ongoing. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). It was reported that therapy with vancomycin was completed on eight days after peritonitis was diagnosed and therapy with ceftazidime and fluconazole was completed eleven days after peritonitis was diagnosed. It was reported that the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.